Manufacturer narrative:
The technician found the communication board was causing the issue most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010 through 2012. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side com power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the bed has no nurse call function when the bed exit alarms, the bed does have an audible alarm at the bed side. The bed was located at the facility. There was no patient/user injury reported. (B)(4).